Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported issue. The harmonic ace instrument connected to an in-house ethicon energy generator and tested for energy recognition. The instrument was tested several times and was recognized each time with no issues. Additional findings not reported by site: the instrument was found to have the teflon pad dislodged from the grip. The teflon pad measures approximately 0.109" x 0.426" and was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed repeated instrument recognition issue with the harmonic ace instrument. Troubleshooting was performed by rebooting the generator and reassembly of the harmonic ace handpiece; however, the issue persisted. Replacing the instrument to the backup resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.